Manufacturer narrative:
Trendelenburg gas spring broken. Technician replaced part to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Unit not leveling out.